Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
D4: expiration date unk (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in the patients eye. Low vaulting was reported and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the surgeon reported the lens will not be removed and will remain implanted. Claim # (B)(4).